Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported a battery failed alarm and the insulin pump had a crack on the battery tube side that affected the insulin pump's functionality. Blood glucose value at the time of hypoglycemic event was 50 mg/dl. The customer was treated for hyperglycemia with manual injection. The event involved product(s) mmt-1884, mmt-213a, mmt-332a. Troubleshooting was performed for the battery failed alarm and cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was declined by the customer for low blood glucose event and high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-213a. No product return is required for mmt-332a.frn-mmt-332a-rsvr, unomed inf set

Manufacturer narrative:
Successfully downloaded history files and traces using thump. However, pump received with a constant battery failed alarm. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to constant battery failed alarm. Unable to download carelink due to constant battery failed alarm. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and an unexpected failed battery alert/battery failed alarm was noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no unexpected failed battery alert/battery failed alarm noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a unexpected failed battery alert/battery failed alarm was noted. Intermittent failed battery alert/battery failed alarm was confirmed, suspected on the pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unable to verify customer alleged for high bgs and low bgs. Unable to download history files and traces due to constant battery failed alarm. Pump received with a constant battery failed alarm, problem isolated to the pcba 2. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.